Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Because the plunger, suture, link, needles and cuffs were not returned, the reported needle to cuff miss could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted with proglide devices, using the pre-close technique, via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, cuff misses occurred with five proglide devices. The arteriotomy was 5f and the vessel was mildly calcified and moderately tortuous. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 20f and the evar procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of the sixth and seventh proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four proglide devices referenced are filed under separate medwatch MFR numbers.